Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/21/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/09/2014 with the following findings:a review of the pump black box data revealed cs 078-0008 and 064-0008 call service alarms were recorded. During testing, a cs 078-0008 call service alarm was emitted during an attempted rewind step. The pump could not be exercised for 24 hours due to the cs 078 call service alarm. The pump case was removed, and the motor drive flex was not fully inserted in the connector. The flex was reinserted properly, and the pump was rewound with no alarms.